Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the contact person to the "cin" the gasket from a 511sd fell out of the device into the pt's abdomen. It was reported the gasket was observed in the abdomen and the surgeon spent a large amount of time attempting to retrieve it. The surgeon was unsuccessful in retrieving the gasket and decided to leave the gasket in the pt rather than performing a laparotomy.